Manufacturer narrative:
A ge service rep performed an onsite investigation. Workstation circuit boards were reseated. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed a communication fault error code message. No report of pt injury.